Event description:
A dialysis home pt reported heater bag inflated with air in prime during treatment using homechoice device, which may indicate a leak in the cassette of the homechoice set. The pt discontinued treatment prior to connection. No obvious leaks noted, there was no pt injury associated with this incident per the home pt.